Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received required intervention with hypoglycemia. The patient's blood glucose levels had dropped to 49 mg/dl while wearing the pod between 24 and 36 hours. The patient removed the pod prior to the paramedics arrival. Upon arrival of the reports paramedics the patient was treated with glucose gel as well as a beverage. The patient was prescribed one dose of glucose gel. The patient was with the paramedics for 10 minutes. The patient did not go to the hospital.